Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketones were present. Pump supplies were changed. Contact administered an insulin injection and delivered a bolus via pump to address bg. Customer went to the emergency room and was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019. Contact did not know cause of cause of event. There were no reported issues with pump supplies. Although tandem technical support attempted to follow up with the contact to confirm there were no further issues, contact did not reply.